Manufacturer narrative:
Device 2: brand name: gomco circumcision clamp, lot # 120/100613/gc1.3cm.

Event description:
A report has been received indicating that during the usage of the device, the bell was pulled through the base hole creating cuts on the infants.